Manufacturer narrative:
The catheter was returned with the guidewire broken in two segments inside the catheter. Analysis of the cross section at the break point showed the failure of the corewire occurred due to fatigue and mechanical overload. (B)(4)

Event description:
During procedure, it was reported the guidewire (provide with the balloon system) broke and blocked inside the catheter. No patient injury reported.